Event description:
It was reported that at 145,143 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be end-firing (forward-firing). The procedure was completed using a second surgical fiber. No patient injury was reported. Gland volume: 150 cc, time expended: 31.52 minutes.

Manufacturer narrative:
Product evaluation: (B)(4). The fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char; the proximal part of the inlet flow tubing is cut and not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.